Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke while suturing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/28/2020. A manufacturing record evaluation was performed for the finished device lot number ldz156 and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: an empty opened box, a detached needle and a dispensed suture of product code z514, lot # ldz156 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The edge of the barrel hole and the suture end could be observed with marks appears to be by use of a surgical instrument. Per the condition of the sample received, the assignable cause of the breakage suture is an improper handling. Eight unopened samples of product code z514, lot # ldz156 were returned for analysis. During the visual inspection of eight unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.